Event description:
Scorpio primary knee replacement performed and on followup xray, a small metal object was noted to be present in the proximal tibia. This metal object was subsequently removed in a 2nd operation by scope and identified as a scorpio trial baseplate lug.